Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to a corroded act and down button on the keypad traces and moisture damage was noted on the display board per visual inspection. No moisture damage was noted on the radio frequency board, mother board, interface board, battery tube, or vibrator motor. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the insulin pump has unresponsive buttons. There were cracks on the upper corner of the display and there was moisture under the lcd display. The customer stated that the device might have been exposed to sweat. The customer's blood glucose was unk. Nothing further was reported.